Manufacturer narrative:
After extensive troubleshooting, physio-control was unable to determine the cause of the reported issue.   The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.